Manufacturer narrative:
The ECG interference has not been noticed when the system is plugged into an alternating current (ac) source and is only noticed when being operated during a cpb case.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the heart lung machine (hlm) caused electrocardiogram (ECG) interference significant enough that it was visible as a waveform on other machines when the pumps were rotating multiple times. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.